Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) results that were generated by the access 2 instrument for three (3) patient samples. Patient a: an initial accu tni results of 0.05ng/ml was obtained. The sample was tested on a different instrument in the customer's lab and results were: 2.78ng/ml and 2.0ng/ml. Patient b: an initial accu tni result was 2.06ng/ml. The sample was tested on a different instrument in the customer's lab and results were: 0.04ng/ml and 0.05ng/ml. Patient c: an initial accu tni result was 1.44ng/ml. Two (2) more samples were collected from the patient and tested for accu tni, and results of 0.33ng/ml and 0.01ng/ml were obtained respectively. In addition, one sample from this patient (unspecified) was tested by a different method for troponin and a result of "<0.05ng/ml" was obtained. The accu tni results were reported out of the lab. No reports of death, serious injury, or change to patient treatment have bene received in conjunction with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin plasma tubes with gel. Qc was within specifications in 2007. On two days later, level I qc failed high outside the customer's established range. Based on archived data, sporadic qc failures and system failures occurred at least a week prior to the event. On the day after the original date, a number of errors were posted to the event log and customer called to customer technical service (cts). The cts discussed sample handling, and addressed wash valve errors and sporadic qc issues. Cts suggested to customer to prime all fluids 4 times and run a system check which passed. The customer did not report erroneous results for any other analytes. A field service engineer (fse) was dispatched to the customer's lab: the fse confirmed instrument experiencing errors. The fse provides that accu tni qc results have been erratic before the event. The fse performed a preventive maintenance (pm) to the instrument. The fse replaced vacuum pump, wash pump belt and home sensor. The fse conducted diagnostic testing and ran 50 replicates of accu tni using wash buffer as a sample and obtained good results. The fse discussed the importance of pre-analytical sample handling. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.